Manufacturer narrative:
There event is not reportable. The information received was a duplicate for claim (B)(4). Claim (B)(4).

Manufacturer narrative:
A4-a6:unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop.